Event description:
It was reported that there was a device movement. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that the closure device was sitting outside of the laa very close to the mitral valve. The closure device appeared to still be attached to the limbic side of the laa. The physician attempted to snare the closure device and remove it from the patient but was unable to complete this due to the snare breaking. The physician was unable to bring the closure device back into the sheath of the snare device. Tee images showed that the mitral valve was damaged and needed to be fixed. The patient was brought to the operating room where the mitral valve was repaired, and the closure device was removed. The patient is recovering from this event and doing better. It was further reported that during surgery the laa of the patient was ligated.

Event description:
It was reported that there was a device movement. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that the closure device was sitting outside of the laa very close to the mitral valve. The closure device appeared to still be attached to the limbic side of the laa. The physician attempted to snare the closure device and remove it from the patient but was unable to complete this due to the snare breaking. The physician was unable to bring the closure device back into the sheath of the snare device. Tee images showed that the mitral valve was damaged and needed to be fixed. The patient was brought to the operating room where the mitral valve was repaired, and the closure device was removed. The patient is recovering from this event and doing better.